Manufacturer narrative:
The (B)(6) initial emdr submission. A follow up emdr will be submitted if additional information is provided. (B)(4).

Event description:
During a paracentesis, the fluid from the patient drained at a much faster rate than usual which resulted in the rn not turning off the wall suction in time. Because of the overflow, when the rn removed the wall canister it "exploded" and a staff member was splashed with bodily fluid to the eyes. Staff member and patient had lab work for blood borne exposure. Patient did not have any communicable disease. On (B)(6) 2018: customer response: we no longer have the product and I do not believe there was any defect to the product, just a change in tubing size. Lot number unknown. (B)(6).